Event description:
It was reported to boston scientific corporation in 2007, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an esophageal dilation procedure one month prior, (patient gender, age and weight unknown). According to the complainant, the cre balloon broke during dilation inside of the patient's esophagus. The procedure was successfully completed with another cre balloon. No part of the device detached inside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complaint sample was returned for evaluation and a visual examination revealed that the balloon was returned with the stopcock without the protective sleeve. Further examination revealed a longitudinal tear. The maximum inflation pressure for this balloon is 7 atm. The root cause of the complaint could not be determined definitively; however the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope.